Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10mmx4.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured upon twelfth inflation at 9 atmospheres. The device was removed without any issue and the procedure was completed with another of same device. No patient complications were reported and patient was in good condition post procedure.